Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: the facility reporter indicated the event occurred during the week prior to the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as the best estimate date. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery, with some calcium, after a peripheral interventional procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.